Event description:
An account manager reported following an intraocular lens (iol) implant procedure, the patient experienced refractive surprise. The lens was explanted and replaced with other lens in a secondary procedure. Anterior cell growth was noted on lens prior to explant. The explant was not due to the anterior cell growth. Additional information was requested.

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The lens was returned in a clear water-like liquid inside a specimen cup. One haptic has a nick/chip in the distal area with a small piece of lens material missing (not returned). The optic has a crack near the central optic zone. This damage is typical of insertion and/or removal. The lens was cleaned with klrp for further evaluation. The lens was allowed to dry. A power and resolution test was conducted by an engineering tech . The power was confirmed to be 21.5 diopter, the resolution could not be measured due to the center optic damage. The root cause for the reported events could not be determined. A power and resolution test was conducted by an engineering tech . The power was confirmed to be 21.5 diopter, the resolution could not be measured due to the center optic damage. Information was provided that the "patient unexpectedly myopic status post lasik". The manufacturer internal reference number is: (B)(4).